Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the spinal cord stimulation was not working, and that is why it was removed and replaced by a competitor's system.